Event description:
The caller reported that the infusion device goes into the quick bolus menu, automatically on it's own, without a button press from the customer. The user reported that the pump vibrates and goes into the quick bolus mode and shows quckbolus 0.0 iu on the display. The user reported that this unintentional quick bolus mode occurs several times a day.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states

Manufacturer narrative:
Section d4: the catalog number and UDI # were corrected based on the returned product.